Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to minimed that the customer experienced hyperglycemia for greater than four hours and alleged that the pump failed because blood glucose did not decrease even after changing the infusion set. The event involved product(s) mmt-377a, mmt-1880l, mmt-332a. Troubleshooting was performed. The customer has type 1 diabetes and reported using the insulin pump system within 48 hours prior to the event. The customer treated the high blood glucose with a bolus and reported taking insulin only for diabetes management. At the time of the report, the customer¿s blood glucose was 134 mg/dl and the event was no longer ongoing. The customer declined to perform troubleshooting. The customer was instructed to discontinue pump use, revert to a back-up plan per healthcare provider instructions, and place the pump in storage mode. No further customer complications were reported. No product return was required for mmt-377a, mmt-1880l, mmt-332a.